Event description:
(B)(4) clinical trial. It was reported that post stenting procedure, side branch stenosis occurred. In (B)(6) 2013, the patient presented with stable angina and was referred for cardiac catheterization which revealed two target lesion. The first target lesion was a 75% stenosed, 12mmx3.25mm lesion which was located in the distal right coronary artery. It was treated with predilatation and placement of a 3.50x20mm study stent resulting to 0% residual stenosis. The second target lesion was a 60% stenosed, 32mmx3.75mm lesion which was located in the proximal right coronary artery. The second lesion was treated with predilatation and placement of a 3.50x38mm study stent resulting to 0% residual stenosis. One day post procedure, the patient was discharged on dual antiplatelet therapy. Baseline core lab angiography result revealed 55% side branch stenosis at acute marginal . Post procedure angiography, after deployment of the study stent in mid right coronary artery revealed 90% branch percent stenosis in acute marginal.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: device not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).